Event description:
It was reported to conmed that, "snare loop became embedded in polyp. Removed at later date." Conmed also received the end-user submitted mhra report ((B)(4)) the gives the details of the incident as follows, "during polypectomy using diathermy the snare loop became embedded in the stalk and could not be removed. The polyp had darkened and there was a bloodless field. The snare handle was cut free and the sheath removed to allow room to insert a forcep down the scope to try and loosen the snare however this was unsuccessful and the forcep was removed. The endoscope was then removed over the snare wire and the wire cut to a minimum possible length with approximately 8 cm remaining within the patient's rectum, this was removed the following day in a further procedure.

Manufacturer narrative:
This is being reported to the mhra for the incident involves a unretrieved device fragment (end-user created) left in the patient overnight by the end-user facility. This was later retrieved (the following day) in an additional endoscopic procedure. The device is not being returned to conmed corporation. Equipment, in pieces, is retained at the end-user facility endoscopy unit. The device in question, conmed singular polypectomy snare is a single patient use, one piece, disposable device consisting of a proximal handle, outer sheath, internal drive wire, and distal wire loop. This device is indicated for use in conjunction with an electrosurgical generator for endoscopic resection of a polypoid lesion. A review of the manufacturing documents from the DHR/lhr for lot 1110034 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The adverse event report indicates that the snare device was cut off by the end user during the operating procedure. No actual device breakage was caused due to manufacturing defect (based on the adverse event report); therefore, no corrective action is recommended at this time. The complaint investigation has not identified a manufacturing or component defect and the malfunction has been determined as end-user related. Conmed corporation is considering this complaint closed. Device retained by end-user facility.